Manufacturer narrative:
Corrected data in section h. Device problem code changed from a0405 to a24.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleges having nose irritation, respiratory tract irritation, lung disease, dizziness and/or headache. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.